Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica (dated oct 29, 2009), sorin is filing this MDR at this time. (B) (4). Conclusion: the electrical characteristics of the returned device were determined to conform to established specifications. The damages identified to the atrial setscrew are consistent with incomplete insertion of a screwdriver tip into the hexagonal cavity. Subsequent rotation with the torque screwdriver led to stripping of the upper portion of the setscrew cavity and could easily explain difficulties to tighten correctly the lead and why no "click sound' was heard. Because of the damages (enlargement) of the hexagonal cavity of the atrial setscrew, further attempts with another screwdriver did not succeed.

Event description:
Connection issues during the implantation procedure; therefore the device was not implanted. The click of the screwdriver was not heard in the atrial position, even in using the screwdriver in spare. As the leads finally taken out the block when the physician was pulling it. Another device (same model) was implanted instead. The physician reported that the video provided by sorin which demonstrates the proper lead connection procedure has been watched.